Event description:
The customer reported, the collimator would not stop rotating and the save button did not work. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. System operates as intended. (B) (4).